Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rear part of the bd insyte¿ IV catheter vialon-e winged was damaged. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the rear part of the bd insyte IV catheter vialon-e winged was damaged. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR: no quality notification was raised for similar nonconformance during the production of his batch. 4 photos were returned for investigation. Broken flow plug was observed in the returned photos. 1 unused actual sample was returned for investigation. Returned sample. The sample was subjected to visual inspection. Broken flow plug was observed on the returned sample. Broken flow plug observed. The sample was challenged at the packaging vision system. The vision system was able to detect and reject the nonconformance and the sample was sent to the reject bin. The assembly and packaging processes were reviewed as a part of the investigation. It was found that the pick and place gripper for the flow plug loading was an ¿o¿ shaped design. Refer to figure 4. O-shaped pick and place gripper. The gripping position was found to be positioned above the broken area of the flow plug. Hence, the nonconforming flow plug on the returned sample would not be able to be loaded into the assembled needle. Additionally, there is a vision system in the packaging process to detect and reject missing flow plug nonconformance. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. The root cause of the nonconformance could not be determined.